Event description:
A us distributor contacted zoll to report that the patient developed a bruise from the ucor hfams patch. Patient described the area as a burning bruise around most of the patch area. There was no alleged device malfunction contributing to the bruise. The patient's physician recommended removal of the patch due to the bruise. Outcome of the bruise is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.